Event description:
In 2002, I had a tvt tension free vaginal tape placed for stress urinary continence. At the same time, I had an exploratory laparoscopy with resection of endometriosis and a tubal which failed. I delivered a healthy baby in 2003. Around 5 months ago, I noticed small blood tinged particles every time I urinated. I did not have any symptoms although I have been a chronic pelvic pain pt since 1996. I saw a urogynecologist who did urodynamic studies and a cystoscopy where he found the mesh had completely eroded through my urethra. He excised the mesh and did a complete reconstruction of my urethra. A foley catheter was placed at hospital. I had a voiding cystogram then immediately following it went to a two week follow up appointment to my urogynecologist. My urethra had not healed enough to have the foley removed, so another one was placed. I have had a difficult recovery with lots of spasms and leaking around my catheter. Tomorrow I return for a four week follow up to again find out if urethra has healed. I will also have another voiding cystogram.